Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73b1900058 was manufactured on 02/04/2019 a total of (B)(4) pieces. Lot was released on 02/19/2019. DHR investigation did not show issues related to complaint. Revision of fmea-08-029 rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that the applier jammed. Clinical consequences: no consequence for the patient the surgeon used another applier to finish the intervention.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier jammed. Clinical consequences: no consequence for the patient the surgeon used another applier to finish the intervention.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and no clip in the first position of the channel. The sample appears used as there is biological material present on the device. Reference file a np1900073764 for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired on the first attempt. It was observed that one of the feeder tabs was bent. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. A broken clip was found in the channel. The proximal end of the bridge was bent and the proximal end of the feeder was slightly bent. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. Reference file anp1900073764 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet prevented the clips from loading properly. It could not be determined what exactly caused the ratchet ears to break but a CAPA has been previously opened to further investigate loading and feeding issues. The reported complaint of "jamming" was confirmed based upon the sample received. One sample was returned with its rotation tab bent and no clip in the first position of the channel. Upon functional inspection, no clip fired on the first attempt. It was observed that one of the feeder tabs was bent. The sample was disassembled and it was found that the clips were out of position and stacking on one another in the channel. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. Although the reported complaint was confirmed based on functional testing, it could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues.

Event description:
It was reported that the applier jammed. Clinical consequences: no consequence for the patient the surgeon used another applier to finish the intervention.